Event description:
During follow-up in 2000, an extended charge time was observed. The capacitor maintenance was programmed from 3 months to 1 month. During eval one month later, the extended charge time was again observed. Manual cap maintenance did not improve the charge time. St. Jude medical learned one month later that the device was explanted.